Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at an unknown dose) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the pump had been empty since (B)(6) 2018 due to the patient having other medical issues going on at the time and not getting it filled. The caller stated that the pump was being replaced today due to normal end of service (eos) and they required assistance with silencing the alarm. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a device manufacturer representative indicated that the device was discarded of. No further complications have been reported.